Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant (on the right side) and an unspecified mentor gel breast implant (on the left side) and experienced postoperative right-sided capsular contracture (baker grade iii) and left-sided device migration. The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.